Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain three of four on the home choice (hc). The hp stated they woke up and noticed that they were disconnected from the patient line. The hp indicated they would complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up, the patient stated they had not secured the organizer. Should additional relevant information become available, a supplemental report will be submitted.